Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 477 mg/dl. Customer was unresponsive so the husband called 911. Customer was not wearing the device at the time of 911 call. Customer removed the device the morning of the incident. Customer was unable to complete troubleshooting due to a no delivery alarm that was unable to be cleared. Customer will not be returning the device for analysis.